Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dental needle. The customer reports that during a mandibular injection on a pt, the needle broke from the hub and remained in the pt's tissue. The customer was able to locate the needle by running his finger over the tissue, then used forceps to remove the needle. No further medical intervention or impact to the pt was reported.